Manufacturer narrative:
Lot number of concomitant patient interface was provided, cp02136. Manufacturing record review of the manufacturing steps and processes was done. No failure detected, device within specifications. There are no discrepancies or defects found during the mrr (manufacturing record review) that are related to the possible causes identified for the complaint type reported. The documentation shows that manufacturing assembled the p/os within specifications when this lot was completed. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon reported that he had an incomplete side cut between 10:00 to 12:00 of the left eye on a patient. He stated that he had a hard time opening the ring on the left eye and that the finger tab snapped. The surgeon decided to proceed without changing rings. There was suction loss on the left eye prior and reapplied. He stated that the meniscus was just past the yellow line and possibly not out far enough in that area. He was able to lift the flap but used a forceps to manipulate the flap up in the incomplete side cut. He noted there was nothing out of the ordinary in that area during the laser application. The excimer treatment was completed and the flap was placed. The surgeon stated that the flap looked good with no striae. A bandage contact lens was not used. The ring was discarded. At a later date ((B)(6) 2015) follow up information was received. The patient is a female. The patient¿s pre-op best corrected visual acuity (bcva) was 20/20 in both eyes (ou). At one month post op the patient¿s visual acuity was right eye (od) 20/20 and left eye (os) 20/30.

Manufacturer narrative:
Additional information: UDI# for system is UDI (B)(4). The patient interface (pi) concomitant product lot cp02136 was received and evaluated. Visual inspection found the returned sample had one arm of the gripper component was broken and the part is missing and the syringe component is missing from the sample received. The returned unit had a circular scribe in the cone glass. This indicates that the unit was used and handled by the user during surgical process. Dimensional testing for cone height and flange thickness were found within specifications. The functional test using the gripper assembly to address suction loss could not be performed due to the condition of the sample received. No failure was detected with the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event to abbott application support manager (asm)and did not request or require field service or asm assistance. All pertinent information available to abbott medical optics has been submitted. Placeholder.